Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the emergency room with continuous "beeping" of their left ventricular assist device (lvad) with a "yellow wrench" that started around 2 am on (B)(6) 2024. Waveforms were downloaded for analysis and the patient's primary system controller and modular cable were exchanged per the doctor's recommendations without incidence after waveforms download. The patient tolerated the exchange well and was discharged home from the emergency room. A review of the log files revealed driveline power b faults on (B)(6) 2024. No more alarms or concerns were seen after the controller and the modular cable were exchanged.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Section d6a: date of implant was inadvertently added in the initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: 7505518) confirmed damages that would have contributed to the events seen in the log files. The log files from the exchanged controller collectively contained approximately 16 hours of relevant information (12:29:26 (B)(6) 2024 to 4:20:26 (B)(6) 2024 per time stamp). At 0:30:49 on (B)(6) 2024, a driveline power fault alarm was activated due to intermittent interruptions in the power b signal. Although the interruptions in the power b signal were intermittent, the driveline power fault alarm latched and stayed active until the controller was exchanged and shut down. The alarm did not impact the controller¿s ability to operate the pump at the intended speed. Additional log files were also submitted from the patient¿s new controller, and no abnormal events were observed. During functional testing of the returned modular cable, the driveline power fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The inner wires of the modular cable were not able to pass resistance testing requirements due to slightly increased resistances. The layers of the cable were removed one at a time, and several areas of wire fatigue were able to be identified. Approximately ½¿ from the controller connector bend relief, the inner wires were found to be kinked. At this area of this kink, it was found that the insulations of the orange (ground b) and red (power b) wires were broken, leaving the inner conductors of both wires exposed. With manipulation of the cable, these conductors could have shorted to one another, which would have caused the observed interruptions in the power b signal; this damage was therefore determined to be the root cause of the driveline power fault alarm. The device history records were reviewed and the records revealed that the modular cable (lot number: 7505518) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (rev. C - section 8 entitled ¿equipment storage and care¿) and the heartmate iii patient handbook (rev. D - section 6 entitled ¿caring for the equipment¿) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.